Manufacturer narrative:
No radiographs or photos confirming the event have been received. The device has not been returned. No further investigation can be completed at this time. Labeling review: "potential risk identified with the use of this device system, which may require additional surgery include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular of visceral injury. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."

Event description:
An (B)(6) female patient underwent occipitocervical decompression and fusion surgery on (B)(6) 2015. Approximately 5 months postoperative, the patient reportedly was moving heavy objects in her garden when she felt a snap in her neck. The patient underwent radiographs which demonstrated a fractured rod on the right. The patient underwent a revision surgery three weeks later. Both rods were removed at occiput-c2 levels bilaterally and were replaced.